Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from customer biomed reporting a data acquisition board failure on a v60 ventilator. The device was reported to be in clinical use; there was no harm to patient/user. A philips remote service engineer (rse) evaluated the issue with biomed and confirmed error codes 100a (da pcba adc reference failed) and 111c (da pcba adc failed) in the diagnostic log review. Biomed was unable to duplicate the complaint, but verified code 111c occurred first, followed by 100a. While troubleshooting, the biomed engineer noticed the da to the mc cable was not fully inserted on the mc side. The cable was secured. The rse recommended extended run times to ensure full functionality and advised replacement of the da pcba if the issue recurred. The biomed reported the issue did not recur after extended run times. The device was confirmed to be operating per specifications and no further failure was identified after passing performance verification testing. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.